Event description:
It was reported by the surescan pas study team that the patient presented to the emergency room with complaints of chest pain. It was also reported that the patient was treated for pericarditis. During the interrogation it was reported that the right ventricular (rv) lead threshold was elevated and suddenly rising. Reprogramming was done and the rv lead was repositioned 6 days post implant. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.